Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. The device remains implanted. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. (B)(4).

Event description:
Following a glaucoma filtration device surgery a surgeon reported that the amount of corneal endothelial cells decreased after the shunt implantation. The shunt remains implanted.